Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the to and bottom covers, a damaged lumen, and the electrode was severed at multiple areas along the electrode lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device can be attributed to an electrode short in the electrode pocket. A corrective action was initiated. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced low impedances. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.